Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pacing lead exhibited low impedance and twitching noted. Diagnostic testing/troubleshooting performed, the lead remains in use, and additional lead implant planned for a later date. Subsequently, a new lead was implanted. The ipl remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.